Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection and erosion. The patient has been on oral antibiotics and was treated with intravenous antibiotics after the procedure. There were no additional adverse patient effects reported. The pacemaker was explanted.